Manufacturer narrative:
Insulin pump was received with compromised force sensory system error alarm during basic occlusion test due to moisture damaged inside force sensor resistor. Unit had minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensory system. Customer's blood glucose level was 270 mg/dl. After attempting to prime the insulin pump twice, it alarmed compromised force sensory system each time. The alarm was recurring and did not allow the customer to complete the troubleshooting. The customer was unable to bypass the priming sequence. The customer was advised that the device would be replaced and agreed to return the product for analysis.